Event description:
It was reported that the tubing separated below the safety clamp. It was noted that the separation occurred while the clinician was attempting to remove the air in the tubing while saline was infusing. The event happened at the leukemia/bone marrow transplant unit. The customer provided a photo of the involved product. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). No product will be returned per customer. The customer complaint of tubing separation below safety clamp was confirmed. Photo provided by the customer shows that the pvc tubing was separated from the lower fitment. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per customer, it is their policy not to provide patient information.

Event description:
It was reported that the tubing separated below the safety clamp. It was noted that the separation occurred while the clinician was attempting to remove the air in the tubing while saline was infusing. The event happened at leukemia/bone marrow transplant unit. There was no serious injury to the patient. The customer provided a photo of the involved product.